Manufacturer narrative:
Method: imaging analysis of case films. Results: of the images returned for analysis, there were none that could confirm or explain the reported dislodgement of the gore balloon wire during stent placement.

Event description:
During a carotid artery stenting procedure, flow reversal was lost when the gore balloon wire balloon was dislodged, from its location in the external carotid artery back into the common carotid artery, due to interaction with the stent delivery system during stent placement and deployment. Pre-procedure, the patient was symptomatic with left arm weakness due to a stroke, and once the procedure was complete, this weakness was noted to have increased slightly. At 30 minutes post-procedure, the patient had returned to pre-procedure level.